Event description:
Had essure coils implanted at the same time as the novasure ablation approx 4 years ago to help with painful periods. Novasure done to stop the periods and cramping and essure to make sure I did not get pregnant after the ablation. Shortly after procedure, my monthly pain began increasing worse than before procedures. Pain became intense to where it was constant all month, radiating into back, buttocks, and down legs. Felt like I was in full blown back labor constantly to the point where I could not get out of bed some days, go to work, or care for my family. Multiple tests done and tried other options to help with pain control such as lupron, different pain meds, yet nothing worked. Switched doctors and found out that the severe back and sciatic pain and cramping was caused from my body trying to expel the coils. My doctor said it was like I was in constant labor because my body was trying to expel a foreign body and they needed to come out. Never was tested for nickel allergies prior and do have reactions to cheap jewelry. Hair thinned, had multiple health problems after insertion that I never had prior, including a fibromyalgia diagnoses to name one. Had to have a hysterectomy in (B)(6) 2013 and have not had any symptoms since removal in (B)(6). The whole point of me having the ablation with essure was to avoid hysterectomy and help pain, caused me horrific pain for 4 years and a hysterectomy in the end. Had to deal with chronic pain daily while I have a husband with stage 4 colon cancer to also care for was nearly impossible and caused more stress on our family.